Event description:
Additional information received clarified the surgery was not aborted, however, surgical delay was one-hour or more.

Manufacturer narrative:
Patient age was reported to be approximately 50-60 years. H3, h6: the system was serviced in the field and the system performed as intended, no faults were found. Codes b01, c19, and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735737, version #: 2.1.0 h3) no parts have been received by the manufacturer for evaluation.  Codes: b17, c20, d15 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used intra-operatively during a cranial biopsy procedure. It was reported that the site was having low performance mode display while planning. It blinked on and off low performance mode. Troubleshooting was performed, technical services did not experience the system becoming unresponsive while on the phone with the field representative (rep). The first navigation system in use threw a low performance error and completely froze. The rep removed all patient images and reloaded the required images with no effect. The rep swapped the main cart out, reloaded images, and reregistered, then that system threw a low performance error. The rep rebooted the system and then they were able to move forward with the procedure.  The images were an object file from planning station stealthviz, normal scan ~300, and a t2 with like 90 slices. There were no external monitors and the system was not connected to a scope. No known impact to patient outcome. There was a surgical delay of less than one hour. The surgery was reported to be aborted, but manufacturer imaging and navigation were not aborted.

Manufacturer narrative:
H3, h6: a software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. There were 5 sessions on the data issue reported. Among the five sessions, the first four logs captured multiple 'cleared user-facing low performance warning' messages and posted low performance warnings to users, which caused the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.